Event description:
It was reported that pump generated recurring cartridge alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using proper technique but alarm recurred, so customer switched to multiple daily injections for backup insulin therapy while technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place current pump in storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device.